Event description:
The pt was implanted with a smooth saline mammary implant prosthesis on 5/14/98. Subsequently, the pt experienced an infection and delayed wound healing. The device was removed on 10/10/98.